Manufacturer narrative:
Additional information from customer was received which identified the device manufacturing site. (B)(4). Greatbatch was able to cross-reference the purchase order number with the corresponding greatbatch lot number. A manufacturing review was completed and no discrepancies were found.(B)(4)

Manufacturer narrative:
The device was not returned to greatbatch medical for evaluation so the reported event cannot be confirmed. A process review was performed and no discrepancies were found. The initial investigation was completed by the customer (smith & nephew), and they attributed the cause of the malfunction to be fatigue loading of the weld joint caused by repeated impacts. No further investigation required. Complaint information was provided by smith and nephew. Not returned to greatbatch.

Event description:
It was reported during an unknown patient procedure that the weld came loose and the impactor was unable to hold the cup secure. No adverse events were reported as a result of the malfunction.

Manufacturer narrative:
Greatbatch medical is not the legal manufacturer of the device involved in this incident.